Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. Evaluation also revealed a dim, discolored display screen with faded lettering. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: evaluation revealed that the keypad was torn near the up arrow button and peeling under the ok button. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under all button contacts. Evaluation also revealed a dim, discolored display screen with faded lettering. (B)(4).